Event description:
It was reported that the customer was hospitalized for high blood glucose. The mother stated that her son is currently in the hosp and the dr feels that the pump may have failed.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.